Event description:
Screw broke about 1/2 way from the tip. The distal 1/3rd could not be removed and was left in patient. There was another biosure used but not from the same lot. The tibial tunnel was drilled to 5.5mm with a single fluted endoscopic drill bit. Pl tunnel location was determined by acufex anatomic acl guide system. Graft was soft tissue. A 1.1mm guide wire was used.

Manufacturer narrative:
Product is not being returned for evaluation.